Event description:
A malfunction was reported by the customer. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The customer administered a manual insulin injection to address the high bg. Technical support provided guidance on resetting the pump, which was successfully reset, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue arose again.